Event description:
Info rec'd indicates the hi/low function is drifting after releasing the hi/low switch.

Manufacturer narrative:
The technician found grease on the hi/low drive brake drum. The technician cleaned the hi/low drive assembly to repair the bed.